Manufacturer narrative:
See MDR 1920664-2009-00285 for the delivery device used with this intraocular lens.

Event description:
The posterior capsule was torn when the doctor inserted the iol into the patient's eye. No vitrectomy was required. The incision was enlarged to remove and replace the lens.